Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose level of 400 mg/dl. Customer alleged that the pump did not delivering insulin as intended. Tandem technical support performed a pump system check and determined that the pump functioned as intended, however, the customer maintained allegation that pump did not function as intended. In addition, it was reported that a resume pump alarm occurred. Customer could not confirm if insulin delivery was manually stopped. Reportedly, the customer reverted to manual injections for insulin therapy.